Event description:
The event is reported as: staples jamming. The defect was not identified during a medical procedure. No pt injury reported.

Manufacturer narrative:
Device has been requested, but has not been received by MFR in time for this report. The results of the investigation are not available at the time of this report.